Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri battery status and as a result had begun to emit beep tones. Guidant received additional information that indicatd the ICD was removed for premature battery depletion.